Manufacturer narrative:
The device was not returned for evaluation. A review of the electronic lot history record for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effect of thrombosis is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article title: absorb bioresorbable vascular scaffold versus everolimus-eluting metallic stent in st-segment elevation myocardial infarction: 1-year results of a propensity score matching comparison. [(B)(4)].

Event description:
It was reported through a research article identifying an xience v stent that was implanted in the right coronary artery. An unspecified 3x18mm xience v stent was implanted. The patient developed thrombosis that same day. Type of treatment was not specified. Specific patient information is documented as unknown. Details are listed in the article, titled "absorb bioresorbable vascular scaffold versus everolimus-eluting metallic stent in st-segment elevation myocardial infarction: 1-year results of a propensity score matching comparison."